Event description:
It was reported that two cartridges were damaged at the cartridge tubing interrupting insulin delivery. The customers blood glucose was 600 mg/dl. Customer addressed elevated blood glucose by administrating a manual correction injection. Customer loaded a new cartridge to address the issue.